Manufacturer narrative:
(B)(4). Evaluation, results: (pending device evaluation).

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a 5.8 cm diameter thoracic aortic aneurysm. The diameter of the aorta at the proximal neck was 26 mm in diameter. There was moderate vessel tortuosity and minimal vessel calcification of the thoracic aorta. It was reported that upon deployment of the bare springs of the distal device, the handle that controls the capture mechanism was difficult to use. After several attempts, the handle was successful in releasing the bare spring. The device was then retrieved and removed without difficulty. The physician stated the event was related to the device. There was no injury to the patient. No clinical sequelae were reported.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
Evaluation summary: upon inspection of the device, there was a kink in the capture lumen 83 mm from the capture fitting. The rest of the device was unremarkable. The graft cover was retracted using the external slider to reveal the capture mechanism. The tip capture release handle was unlocked and pulled backwards, which resulted in corresponding movement backwards in the capture fitting. The capture fitting and spindle were both unremarkable; the capture mechanism functioned as intended. The event was not confirmed since the event took place in-vivo. The cause of the event could not be conclusively determined; however, the kink in the capture lumen may have contributed to the initial resistance encountered when attempting to release the bare springs with the tip capture release handle. The root cause of the event could not be conclusively determined; however, is most likely due to the moderate vessel tortuosity.